Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the internal iliac artery. A 10mmx20cm interlock was selected for use. During procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patients body, it was noted that the coil protruded from the tip of the microcatheter. The coil was removed together with the catheter and the procedure was completed with another of the same device. No patient complications were reported and patient condition was good post procedure.